Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: as reported, the complaint device was used to treat postpartum hemorrhage following a cesarean delivery. Sponge forceps were used to place the device, and the device was found to leak and be ruptured. The device was removed, and hemostasis was achieved using another new device. No adverse effects were reported. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One cook bakri postpartum balloon was returned for investigation. Inspection of the returned device noted: the balloon was returned in a used condition. No noticeable cut marks were apparent in the balloon material. A functional test was performed by inflating the balloon with tap water, and two leakage points in the balloon material were confirmed. Under magnification, a puncture mark in the balloon was observed with the two leakage points coming from the edges of the cut mark. The balloon appeared to have been damaged by an instrument of unknown origin. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The evaluation determined that the balloon was likely damaged by another device of unknown origin during use. The most probable cause of the reported event was unintended user error. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage following a caesarean section delivery, a bakri tamponade balloon catheter ruptured. Sponge forceps were used to place the device. The device was replaced with another of the same type to achieve hemostasis. No adverse effects have been reported to the patient as a result of this occurrence. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.